Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Bg not provided. Reportedly the customer went to the emergency room. Customer changed pump supplies to address bg. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.